Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via solutions tracker that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was unknown. Customer's healthcare professionals decided for the customer to be off the device. Customer will not be returning the device for analysis.